Manufacturer narrative:
The m5+ ivl peripheral catheter was received in two pieces and all of the components were returned. The reported detached catheter component was confirmed. The catheter shaft was observed to be damaged and detached, and there was no damage observed on the distal portion of the catheter near the balloon. A mandrel was inserted into both pieces of the sheath and was able to pass through with no resistance. Upon removal of the mandrel, no resistance was encountered. The balloon likely became stuck within the sheath and excess force was used in an attempt to remove the ivl catheter which caused the device to detach. The likely cause of the balloon being stuck in the sheath is not known. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ ivl peripheral catheter was used to treat the external iliac artery. The ivl catheter became locked on the wire. Force was applied to remove the catheter and the catheter detached mid-shaft. The catheter and sheath were removed all together. Manual compression was used to close the access site. All components have been successfully removed from the patient. Manual access was used to close the access site. To date, no patient sequelae has been reported.